Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no product or photo was returned by the customer. The customer complaint that during an amiodarone infusion that the filter occluded two or three times could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the unspecified bd intravascular device, the device experienced a clogged / blocked or occluded decision. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that during an amiodarone infusion that the filter occluded two or three times, and that they were unable to clear the occlusion alert. Verbatim: staff reports during amiodarone infusion that filter was occluding, this occurred two or three times, and unable to clear occlusion alert. Pharmacy advised to remove filter to deliver medication. Unknown filter type attached, if it was 1.2 or 0.22.